Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and lost sensor alarm, change sensor/bad sensor, sensor updating/sg not available. The customer reported blood glucose value of 434 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040a, mmt-242a, mmt-332a, mmt-1884. Troubleshooting was performed for reported allegations. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-242a. No product return is required for mmt-332a. No product return is required for mmt-1884.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed, the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thump. In further full review of the pump history/traces on the event date of (B)(6) 2024, there is no unexpected alarms/suspends. Unable to verify, daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2024, listed on smartsolve, due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed). And were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted, 2 days prior to the event date (B)(6) 2024, in the formatted history file. Lost sensor 1 alert (780), was found on: 08/17/2024, 21:40:00.000. Lost sensor 2 alert (781), was found on: 08/17/2024, 21:56:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly, after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly, on the display graph. No lost sensor alert, loss sensor signal, sensor updating, change sensor or unexpected sensor errors or anomalies were noted, during testing. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: a cracked keypad overlay, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. The pump passed, all the required testing. Unable to verify, customer alleged for high bgs. Customer alleged, for sensor anomaly (loss sensor signal, sensor updating and change sensor) was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.